Event description:
It was reported that during a procedure to treat plaque in the common carotid artery using the ep spd2-us-060-320 spider fx, there was a moderate degree of tortuosity and calcification in the artery. The vessel was pre-dilated. There was difficulty retrieving the device from the patient. The supplied recovery catheter was used. Then the re-capture sheath (blue part), did not advance through the spider wire. No patient injury reported.

Manufacturer narrative:
Product analysis: dual ended catheter returned for evaluation. No damage to recovery catheter noted. No damage to delivery catheter. Inhouse filter basked loaded into recovery catheter. Filter basket retracted within the recovery catheter with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.